Event description:
It was reported that the bur head was breaking off the shaft. No adverse consequences were reported.

Manufacturer narrative:
This complaint related to a number of burs. These burs were not returned for eval. No details of lot no were provided. It was not possible to determine the root cause for the alleged breakage.